Event description:
(B)(4) I have had years of symptoms that I have not realized were attributed to essure until recently. There was no patient education and I did not want to have this device however I was heavily encouraged to have this device implanted in lieu of tubal ligation. I started with very heavy periods that last longer than they previously did. I have severe cramping and pelvic pain and pain and cramping after intercourse. The heavy menstrual cycles have continued and now worsened. I now pass blood clots tg e size of golf balls as well as heavy bleeding. I have become anemic and on the heaviest days of my period I cannot leave my home. I now have allergies that I've never had before and have been evaluated for autoimmune diseases. I can no longer wear earrings because I have developed a nickel allergy, such that if I wear earrings my earlobes will swell and bleed from the point of piercing. My hair began falling out and I have experienced weakness. I now am having to have a hysterectomy as the device migrated and removal isn't an option. My left ovary and tube are contorted so I have a bulge on the left side of my abdomen. All of the problems this device has caused has thrown me into depression and I would do anything to go back and stand up and say no to the doctor pushing this device on me.